Manufacturer narrative:
D02 - intuitive surgical, inc. (Isi)I received the high resolution stereo viewer (hrsv) monitor involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation found there was no video with the power on. The video disappears after a few seconds. Fa replaced the inverter board, caps, resoldered board, added 1 k ohm resistor on main board to avoid the inrush current peak. Fa cleaned and checked all functions and made sure it passed all quality configuration tests.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) went on site and found the liquid crystal display (lcd) screen was not working the . The fse replaced the monitor to resolve the issue. The monitor has not yet been received for failure analysis.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse found the liquid crystal display (lcd) screen is not working and needs to be replaced. A follow-up MDR will be submitted if the lcd screen is returned (post failure analysis evaluation) or if additional information is received. A review of the site's complaint history does not reveal any related complaints involving this product and/or this event. A system log review cannot be performed because the system was not connected to the network to transmit logs. No image or procedure video was provided for review. Based on the information provided, this complaint is being reported due to the following conclusion: system unavailability after the start of a surgical procedure could lead to the procedure to be converted to an open procedure and may lead to an injury due to the patient¿s inability to tolerate a conversion. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, the vision in the surgeon side console (ssc) went black for one eye. Before calling technical support, the site had already checked the vision on the vision side cart (vsc) and both channels were visible there. The blue fiber cable (bfc) was replaced without any success in resolving the issue. The problem was isolated to the ssc. This system had 2 ssc's so the site switched to the other ssc and continued the procedure. There was no report of patient injury. Intuitive surgical, inc. (Isi) has performed multiple follow-up attempts to obtain additional information related to the event. However, as of the date of this report, no further details have been obtained.